Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Device diagnostic testing performed three months earlier was within normal limits, indicating proper device function at that time. The pt's condition is reported as stable. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. It was reported that the pt had not suffered any recent injury or trauma that may have damaged the ncp system. The pt's device was programmed to off pending a decision by the pt's family regarding surgical intervention. Neurologist plans to follow-up with pt in 1 or 2 months time. Lead break is suspected.